Event description:
The product was used on a pt with massive diarrhea (norro virus). The product did not adhere so it had to be replaced several times. It came to skin lesions in the buttock area.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive flexible wafer with flexible collar and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. Add'l case info was obtained and it was reported that the device was replaced a few times, which caused skin lesions and the pt had to be isolated. The skin couldn't recover and got worse. The hcp did not want to use a flexi-seal signal in this situation due to bad thrombocyte values. It was decided later that the hcp had to use a flexi-seal signal anyway in order to get the skin situation solved. No info regarding the status of resolution was provided by the reporter. No add'l info have been provided to date. Should add'l info become available a follow-up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date that convatec became aware.